Manufacturer narrative:
Covidien reference number: (B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running the extended self-test (est) to verify readings produced by the exhalation flow sensor. Covidien was not authorized to evaluate the device.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.